Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable. It was also reported the patient had not used the ipg recently (event date unknown). Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model.

Manufacturer narrative:
The patient's explant date was (B)(6) 2015, not (B)(6) 2015 as previously reported. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient stated she initially stopped using her scs system because her original pain subsided. However, when her pain resurfaced,she attempted to use her ipg, but the device was inoperable.